Event description:
The biomedical engineer (bme) reported that the gz transmitter was experiencing frequent intermittent communication loss. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz transmitter was experiencing frequent intermittent communication loss. They verified the setting against a known working gz unit. The bme replaced the transmitter and there were no issues. No reports of patient harm. Investigation summary: the reported unit was returned for evaluation. Physical inspection showed no visible external damage; however, signs of liquid exposure were noted. Functional testing of ECG and spo2 using a simulator and cns-2101a with ys-113p7 access point could not duplicate the communication loss. The device operated normally during testing. A refurbished exchange unit was provided under warranty. Root cause: fluid intrusion. No further investigation is required. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: pu-681ra. Serial #: (B)(6). Device manufacturer data: 06/10/2022 (june). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter was experiencing frequent intermittent communication loss. They verified the setting against a known working gz unit. The bme replaced the transmitter and there were no issues. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: pu-681ra. Serial #: (B)(6). Device manufacturer data: 06/10/2022 (june). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the gz transmitter was experiencing frequent intermittent communication loss. No patient harm was reported.